Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the scheduled coronary diagnostic procedure was completed as planned after restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error in the flexvision pc resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and configured the flexvision pc to resolve the issue. After replacement of the flexvision pc and configuration of flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system froze during a procedure. No harm was reported to philips. The device was in clinical use at the time of the reported event. Philips has started an investigation of this complaint.